Manufacturer narrative:
Zoll medical(B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. Investigation confirmed the device presented a red x for a low batteries several weeks prior to the incident and went unaddressed. The device acted appropriately and within specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.